Event description:
The customer reported to baxter corporate product surveillance of a clearlink y-type catheter extension set in which the "the caps on the pigtail were not secure." The customer clarified that the clearlink injection site came off of the tubing set during use and required restart of the IV with a new set. The event occurred during patient use. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review could not be completed as the lot number was not provided by the customer. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One (1) used sample, lot number unknown, and one (1) unused sample were received for evaluation. The used sample was out of the overpouch and unprimed. Visual inspection of the used sample confirmed that one of the two clearlink luer activated devices (lad) is missing. A batch review could not be performed as the lot number is unknown. The unused sample was received in its sealed overpouch. Visual inspection of the unused sample showed that both of the clearlink lads are in place. The lads on both samples were manually pulled to see if they were fixed. It was found that all three lads were attached securely. The root cause of the reported problem is undetermined.

Manufacturer narrative:
(B)(4).